Event description:
It was reported that while in the cardiology the intra-aortic balloon (iab) was prepped per instruction. During a left femoral insertion, the catheter was placed through the 8 fr super arrow-flex sheath and the catheter became "stuck". As a result, the catheter and the sheath were removed simultaneously, and another iab-05840-u was inserted without event. However, it was noted the insertion site was dilated and needed to be sutured.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.